Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 1 states, "correct selection of the implant is extremely important." Number 4 states, "correct handling of implants is extremely important."

Event description:
It was reported that patient underwent a distal femur intramedullary nailing procedure on (B)(6) 2015. During the procedure, the nail dislodged from the jig and connecting bolt. A new nail and bolt were used, however the nail again dislodged from the jig and connecting bolt. As a result, the procedure was delayed for 30 minutes. Competitor products were used to complete the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Cross thread damage was observed and was likely the cause of the nail dislodging. The nail assembly process to preset the locking mechanism could not create cross thread damage and maintain functioning thread; therefore, the damaged thread occurred after the product left zimmer biomet control.